Manufacturer narrative:
During device evaluation and servicing of the autopulse platform (sn (B)(6)), the platform failed functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The root cause of the ua07 was the failed load cell module 2. A load cell characterization test was performed and confirmed that load cell module 2 was over-reporting. The cracked/broken covers and load cell failure were likely attributed to mishandling, such as a drop, or the age of the device. The autopulse platform was manufactured in february 2017 and has exceeded its expected service life of 5 years. The failed load cell module 2 was replaced to remedy the fault. The customer had sent the platform to zoll for evaluation and servicing of a cut head restraint wire. This initially reported issue was verified during the visual inspection. The cut head restraint wire does not render the autopulse platform non-functional. Further visual inspection revealed that the front enclosure was cracked at the front-end area, and the bottom enclosure had multiple cracks at its screw well area. In addition, the channel die-cast was heavily contaminated with fluid ingress. All the observed physical damages are most likely attributed to user mishandling. The autopulse system user guide instructs the users to "inspect the platform for physical damage, including cracks, tears, and missing or broken pieces. Contact zoll as needed." The top cover was replaced to address the cut head restraint wire issue. The channel die-cast and the front and bottom enclosures were replaced to remedy the other observed physical damages. During further testing, the encoder driveshaft could not rotate smoothly and exhibited binding and resistance, unrelated to the noted ua07 advisory message. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to wear and tear and frequent use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to address the problem. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 49293 was reported for ua07 on 13 april 2020, and one of the load cells was replaced to remedy the fault.

Event description:
During device evaluation and servicing of the autopulse platform (sn (B)(6)), the platform failed functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.